Event description:
It was reported that sensing with low p waves and high thresholds were observed on the atrial lead and lead perforation on the rv lead was observed on echo and fluoroscopy. The patient had a cardiac tamponade identified by an echo. Pericardiocentesis was performed. Patient was hospitalized through the weekend. Patient condition was stable.

Manufacturer narrative:
The reported events of low sensing and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.